Event description:
Information received (B)(6), implanted in 2005. Revision due to pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.